Event description:
Pt called to report corneal ulcer. The pt reported experiencing pain os in 2007 and saw an ophthalmologist immediately. The pt was diagnosed with corneal infiltrates os. The pt was prescribed vigamox qid. The ophthalmologist reported that on the initial visit, one small infiltrate, outside the visual axis was noted. On the return visit the following month, the condition had worsened with the appearance of an ulcer, the ophthalmologist characterized as infectious. The vigamox was increased from qid dosage to q 1h x 2 days then q2h x 4 days. The va was reduced to 20/200 on the last visit. Premorbid best corrected va os is 20/150 due to a preexisting amblyopia. Product evaluation and lot history review as follows: five sealed blisters were returned. The parameters of the lenses were measured and a visual inspection was performed. The lenses meet company standards for center thickness, diameter and base curve. No visual attributes were observed. The returned solution was tested. The ph and conductivity were within specification. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse.